Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the backup battery was depleted due to the unit not being connected to ac power when not in use. There was no patient involvement.